Event description:
Several cases of inaccurate temperature have occurred:1) oral temperature registered 104 deg. F on a patient that had no clinical findings to support the increased temperature. Approximately 2-3 minutes later the temperature was rechecked and the unit read 98 deg. F. 2) unit is taking 45 minutes to register on patients coming from or.3) attempt to take oral temperature resulted in unit alternating between fast mode and slow mode and pointing to oral and axillary. Not successful in obtaining temperature.4) attempt to take oral temperature in patient with a slightly elevated temperature resulted in unit reading 95 deg. F. After several attempts the unit registered 99.5 deg. F. Biomed checked all thermometers involved for accuracy and speed. Temperature was within range and reached temp in 30 seconds.